Manufacturer narrative:
D6b explant date was added. H4 revised device manufacture date as it was entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support experienced a gastrointestinal bleed. Anticoagulant was held. The patient is still on impella support awaiting to be bridged to a left ventricular assist device.